Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra aortic balloon pump (iabp) had temperature (overheated) related malfunction. No harm reported.